Event description:
It is reported that a resolute integrity drug eluting stent was unable to cross a heavily calcified artery. A dissection is reported to have occurred. Another brand device was used to complete the case.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-failure to deliver stent and dissection. Patient's condition affected effectiveness of device-heavily calcified, most likely prevented deployment and contributed to the vessel dissection. No results available since no evaluation performed. Evaluation conclusion: known inherent risk of procedure-failure to deliver stent and dissection. Device failure/lack of effectiveness related to patient condition-heavily calcified, most likely prevented deployment and contributed to the vessel dissection. Unable to confirm complaint-device or procedural images not provided for review. (B)(4)